Event description:
Around the time I was using the recalled philips CPAP, a CT scan accidentally found my chest lymph nodes enlarged. I went through 2 years of preventative CT scans in which they did not grow along with numerous other tests. Years later the lymph nodes seemed to be smaller in CT scans when the CPAP had been replaced due to time for a new one. I did not know about the recall until recently. I lost a bit of lung function about 5% and also scarring was found. All of the tests were never conclusive. The pulmonologist was certain something caused my lymph nodes to enlarge but never had an explanation. I developed a non alcoholic liver disease during this time which has very slowly got better but still abnormal. I was in my 30s and it gave me quite a scare. I should have all the documentation, CT, cds, test, blood work, etc for that time period. I think phillips should be liable for the pain my family went through and there should be a closer look into the long term and short term damage. I would have never known except for an accidental finding in a CT scan. FDA safety report ID# (B)(4).